Event description:
It was reported to philips that the device failed therapy test. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device failed therapy test. There was no patient involvement. The customer worked with the technical support representative. The symptoms indicate a high voltage capacitor malfunction. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was sent to the customer for their installation. No further action needed at this timer.